Manufacturer narrative:
No sample has been returned for evaluation for the report of stent retracted into the cleft, visible in the anterior chamber at post op day 1 but no longer visible at post op week 1; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available. The report that the collar of the device was visible on postoperative day 1 indicates the device likely was surgically positioned more posteriorly than optimal. Possible root cause is use error due to the device product labeling provides clear instruction regarding implantation steps and the intraoperative assessment of optimal device position. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure the device retracted into the cleft. On post op day 1, the collar of the device was visible in the anterior chamber. On post op week 1, the device was no longer visible and seemed to have retracted into the cleft. Additional information was requested.